Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number of the 2290 device, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer lost communication with the analyzer while pacing the patient. The patient went asystolic and recovered. The programmer was cycled out of the analyzer session and back in and the issue was corrected. No further patient complications have been reported as a result of this event.